Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified ; however it is likely that a failure of the printed circuit board led to the malfunction resulting in the intermittent image problem. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to faulty printed circuit board. Also, the color of the image was bad due to faulty printed circuit board. In addition, device evaluation found following non-reportable findings: there was dust inside the unit and needed cleaning; there was corrosion on the wires and the front panel groove found broken. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus that video system center was having intermittent image problem. The issue was found during maintenance of the subject device. There was no procedure involved. There was no reports on patient harm.